Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle became disengaged from the instrument prematurely and became stuck in the pt tissue even though the points at the distal tip were properly seated. They retrieved the needle and used another device. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).